Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the centrimag (cmag) console was set to purge a circuit the perfusionist noticed that the motor stopped and an alarm was engaged. The team re-started the console, but it was always re-starting. The team exchanged the console and motor which resolved the event. Related manufacturer's reference number for the console: 3003306248-2022-00023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system unexpectedly stopping, triggering an alarm, was not confirmed. A log file was extracted from the returned centrimag console (serial number: (B)(6), evaluated separately). The earliest recorded timestamp within the data was on (B)(6) 2022; data from the reported event date, 09feb2022, was not observed. The system was observed to be operating at approximately ~2900 rpm / 4.8 lpm throughout the recorded data (on (B)(6) 2022 per timestamp), and the system was observed to have been manually shut down on (B)(6) 2022 at 10:15. No atypical events were observed. The returned centrimag motor (serial number: (B)(6) was functionally tested at the european distribution center and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing. The serviced and tested motor was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual ¿table 16: console alarms & alerts¿ instructs users on how to resolve all alarms that sound from the system. No further information was provided. The manufacturer is closing the file on this event.